Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse arrived at the customer¿s site and spoke to the in-house biomed. The fse was informed that after looking at the unit, the biomed saw that the coiled cable was not connected at the base unit. He reconnected the cable and the unit then turned on correctly. The biomed cleared the iabp unit for clinical use.

Event description:
It was reported that a start-up issue occurred on the cardiosave intra-aortic balloon pump (iabp). The display was not turning on. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.